Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).

Event description:
An event involving a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave¿ clear, clamp, rotating luer reported that upon reconnection to the patient, the extension set directly attached to the arterial line noted to be back filling. Monitored and checked connection. After a few minutes, line continued to back fill and leak. Clamped line, removed and replaced with a new extension set. No further leaking or back filling noted. There was patient involvement and no harm/adverse event reported.